Manufacturer narrative:
This report is submitted on november 17, 2022

Event description:
Per the surgeon, the patient experienced an infection in the mastoid region (not device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.